Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the hcp did not provide any additional information. He was unclear as to why his staff set up the wrong refill date. There were no further complications reported at this time.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was receiving morphine (4 mg/day) at an unknown concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient was hearing a two tone alarm that sounded like a siren on "roughly" (B)(6) 2018. She was walking around for a few days before she noticed it was coming from the pump. She called the healthcare provider (hcp). Per the patient, she was not due for a refill until (B)(6) 2018. She did not have any MRI recently. They actually would not do one because of the pump (she was in a small/rural city). The pump was implanted in 2017 so it was only 1 year battery. She was traveling at the time of report. Per the manufacturer representative, the pump was alarming due to being empty. It was still unclear why the patient did not think she needed a refill until (B)(6) 2018. The logs had not been read yet, so it was not known exactly when the low and empty reservoir alarms began. The patient was refilled in (B)(6) 2017, so typically the patient would have been refilled in (B)(6) 2018 just based on stability, so the manufacturer representative was going to talk to the hcp about whether the patient might have had a dose adjustment since the original fill, which would adjust the refill date as well. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.